Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
***MDR decision corrected to not reportable. No additional supplementals required.***

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported the first couple of weeks after the implant they were doing good but now the therapy is not helping them much. Patient stated they were very happy and they didn't have no pressure and they would go to the bathroom and they would sleep but now they don't sleep and they have a lot of pressure for more than 1 week. Patient reported decreasing the intensity from 2.6 to 1.3 program 2 due to it was too high. However, they feel that intensity it was still too high for them and it was not providing relief with their urinary retention. Patient also stated they have tried programs 2, 3, 4 and 7 at different levels but they have not obtained any results. Patient tried to contact their hcp but they were not available so they're waiting for a call back. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.